Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported keypad not function which was reproduced through troubleshooting the device. Evaluation inspected the device and found the keypad 6 key to not function, with puncture. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad was not functional. There was no known patient injury or medical intervention associated with this event. No additional information is available.